Event description:
The customer reported that when attempting to set up a secondary infusion of an unknown medication they were not able to get the secondary set to flow. No patient involvement, injury, medical intervention, or adverse event was noted to be associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.